Event description:
It was reported that the patient's father noticed drainage of the vns incision on (B)(6) 2013. The patient was seen in the hospital and was given IV vancomycin and sent home with po antibiotics. The patient was seen by the neurologist on (B)(6) 2013 and it was reported that the site was looking good. The device was programmed on. Cultures were not believed to have been taken. It was reported that the patient is very debilitated and it is not believed that any manipulation or trauma occurred. The patient was seen by neurologist on (B)(6) 2013 at which time the incision was noted to be completed healed and the patient was doing well. It was reported that the patient is responding very well to vns therapy.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Corrected data: the previous MDR stated that the manufacturing records were reviewed however, at the time the product information was unknown therefore the review could not be performed. The review has since been performed. The previous MDR stated that the sterility prior to shipment was confirmed however, at the time the product information was unknown therefore sterility could not be confirmed. The product information is now known and sterility prior to shipment has been confirmed.